Manufacturer narrative:
(B)(4). Implant date: 1997. Concomitant medical products: unknown vanguard femoral component catalog # unknown lot # unknown, unknown vanguard tibial component catalog # unknown lot # unknown , unknown vanguard articular surface catalog # unknown lot # unknown. The second revision surgeon is dr. (B)(6). Customer has indicated that the product will not be returned because it remains implanted. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. X-ray review indicates that radiolucency along the superior patella at the bone cement interface identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filled for this event: 0001825034-2018-02218. Remains implanted.

Event description:
It is reported that the patient underwent a left knee arthroplasty on an unknown date. Subsequently, the patient underwent a revision surgery due to allergy, pain and polyethylene wear. Radiolucency around patella was noted.